Event description:
It was reported that during the deployment of a bifurcated device the tip appeared to get stuck at the top of the main body due to patient's difficult anatomy. Reportedly, the patient had severe angulation and tortuosity in the iliac arteries. The physician tried manipulating the system a few times, and was ultimately unable to remove system; however, the stent graft was damaged to some extent. The physician then chose to convert to open repair due to the extremely complicated anatomy. Additional information: the patient was transferred to recovery and the next day physician performed a thrombectomy and the patient developed a cold leg. Physician informed family that amputation was needed; however, the family declined and the patient expired.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. (B)(4): device not returned to manufacturer.

Manufacturer narrative:
The devices were not returned for evaluation. However, medical records were provided for review and clinical specialist, which concluded that based on upon the review the aortic angulation was the probably cause of the intraoperative complication. There were no product issues identified in the event. The lot usage history showed that no other units from the same lot have been involved in any similar events. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings the root cause could not be determined based upon available information.

Event description:
It was reported that during the deployment of a bifurcated device the tip appeared to get stuck at the top of the main body due to patient's difficult anatomy. Reportedly, the patient had severe angulation and tortuosity in the iliac arteries. The physician tried manipulating the system a few times, and was ultimately able to remove system; however, the stent graft was damaged to some extent. The physician then chose to convert to open repair due to the extremely complicated anatomy. Additional information: the patient was transferred to recovery and the next day physician performed a thrombectomy and the patient developed a cold leg. Physician informed family that amputation was needed; however, the family declined and the patient expired.